Event description:
The customer returned the bronchovideoscope to the service center for evaluation after the device failed a leak test during reprocessing. During device evaluation, a reportable malfunction was identified: a tear within the instrument channel. There was no patient involvement associated with this event, and no patient injury or adverse event was reported.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the malfunction is most likely attributable to component failure associated with degradation and stress-related conditions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.